Event description:
It was reported the lead had varying impedance, noise with manipulation, and a short interval count of 412, indicative of oversensing. An inappropriate shock was also delivered. Additional information was received reporting the lead was capped due to subclavian crush. The lead was replaced. No further patient complications were reported as a result of this event.